Manufacturer narrative:
Concomitant medical products: unknown mdt-lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia, asystole, and syncope. The implantable pulse generator (ipg) device exhibited a pacing problem with intermittent loss of capture. A revision was scheduled to evaluate for proper connection of the device and lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that a revision was done to reconnect the device and lead. Testing through the analyzer showed no signs of malfunction. The device and lead remain in use. It was further reported that the patient continued to experience syncope symptoms even after the reconnection procedure. The device and lead were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed.no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.